Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) discharged patients on its own, occurring simultaneously in several rooms. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) discharged patients on its own, occurring simultaneously in several rooms. Technical support (ts) noted that the hospital operates on its own network, does not use nk switches or servers, and has no installation documentation on file. The bsm units were hardwired and configured with dynamic host configuration protocol (dhcp). Ts advised the bme to work with their it department, as the issue appeared as a network activity such as a bedside takeover, and nk has no visibility into their network. Multiple follow up attempts were made to resolve the issue and ask for the other devices experiencing the same issue, but no response was received. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following attempts to obtain additional information were made, but not provided: attempt # 1: (B)(6) 2026 emailed the bme for additional information: no reply was received. Attempt # 2: (B)(6) 2026 emailed the bme via microsoft outlook for additional information: no reply was received. Attempt # 3: (B)(6) 2026 emailed the bme via microsoft outlook for additional information: no reply was received. Attempt # 4: (B)(6) 2026 called the bme and left a voicemail for the additional information: no reply was received.